Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm stated that this is a repeat issue of a previously reported problem with the ECG cable on a different unit. The customer tried using the cable again and it failed, but rather than delivering he ECG cable with the cardiosave it failed on, they delivered it to the biomed shop with a the cardiosave reported in this event. The stm collected the ECG cable for evaluation. The facility biomedical engineer performed their checks and had returned the iabp to clinical use when the stm arrived on the site. The stm was unable to perform test or validations on iabp.

Event description:
It was reported that while in use in a patient, an issue occurred with the ECG reading on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.